Event description:
It was reported that the patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized several times for the recurrent peritonitis. It was identified as bacterial peritonitis. The patient was treated with unknown antibiotics (does, route and frequency unknown). The patient was switched to hemodialysis while they were in the hospital. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was reported to have occurred sometime in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.